Event description:
It was reported that during a shoulder arthroscopy procedure, the metallic tip of the probe unit got detached into the patient's shoulder. The fragment was removed and the procedure was completed without delay or adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.